Manufacturer narrative:
Results: a review of the usage of the device history revealed no related quality notifications. The returned sample was evaluated at bdj. The hole in the glass was confirmed. After interview with the setup it was found that this defect is known and infrequent. It is usually found during the process. Conclusion: based on the severity and frequency it was determined that there will not be a CAPA opened at this time. We will monitor these defects for tracking and trending purposes.

Event description:
It was reported that bd vacutainer® brand tube with sodium citrate buffer solution leaked from the bottom of the tube during blood collection. No serious injury, no medical interventions, and no mucous membrane exposure was reported.